Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump screen was blank. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states o-ring was free of debris. Customer states battery cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection.